Event description:
I have had dentures since about 1990. I have used fixodent since the start. Since using fixodent, I have since experienced numbness in both feet - to the extent that I cannot keep flip flops on/or when putting them on without looking, cannot tell if I have them on without looking down. I also have a tremor in both hands. It is very difficult for me to write, cook, hold a glass without spilling it, keep food on my fork when eating, use a computer mouse, or even taking pictures with a camera. They are always blurry. I was seeing a neurologist in (B)(6) who put me on nadolol 40mg 1 1/2 tablets a day and gabapentin 400 mg twice daily. I am now seeing a neurologist in (B)(6) who has keep me on the same but has now increased the gabapentin to 800 mg twice daily. The tremor is no better. I see him every 2 months. I had bloodwork done that showed my zinc value was 86 - 60-130- and my copper was 119-70-175-. My neuropathy and tremor are permanent and will require continued medical care and treatment. I also have a balance problem and have fallen many times. I have had 2 knee surgeries, one on each knee. I also have had a high blood pressure problem. I have the bloodwork tests and the doctors notes if you need them. Just call me and I will fax them to you. Can I get a confirmation by e-mail that you received this (B)(6). Dose or amount: denture cream, frequency: once a day, route: po. Event appeared after use: no.